Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when inflating during an arteriovenous fistula (avf) thrombectomy, the balloon of this fogarty arterial embolectomy catheter burst and missing pieces remained inside the patient (manufacturer reference: (B)(4)). A second catheter was inserted to recover the debris of the first balloon, but the balloon also burst, leaving missing pieces (manufacturer reference: (B)(4)). Surgeon believes all fragments from both balloons were removed. There was no allegation of patient injury.